Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a patient required revision surgery due to loosening of a tsa. It was revised in a rsa with bony glenoid augmentation.